Manufacturer narrative:
During routine review this report was reevaluated. At that time, the decision was made to file a report based on the information received.

Event description:
Procedure: open heart. Reportedly, during a 2 week period 8 pts received burns to their sides during open heart procedures. No details were provided as to the size, severity and nature of the burns. No details were made available as to whether the burns occurred at an alternate site or if the burns were under the return electrode pad. No details were provided as to treatment or resolution of the burns. Add'l info was requested of the facility, however, none was provided.